Event description:
It was reported that the customer could smell insulin and feel a bit of moisture in the reservoir compartment. It was stated that the customer changed the reservoir and infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.